Event description:
It was reported that a tibial nail was removed from a patient on (B)(6) 2015 due to a non-union. There was no reported damage to the nail itself. However, four (4) screws were discovered to be broken. The patient was revised using another vendor¿s nail. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Patient¿s gender and weight are unknown. Date of event: unknown. Date of original implant is unknown. Per facility, the complainant parts will not be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: october 7, 2013 - a review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues for lot 7498134. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): device history review: please note, this device history record (DHR) review is for sterilization procedure at (B)(4) only. (B)(4). No non-conformance reports were generated during production. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile part # 04.034.349 / lot # 7498134 manufactured in monument. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.